Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced redness and swelling of the device pocket and one month later, pocket erosion and infection were observed. The entire system, including this atrial lead was removed from service. No additional adverse patient effects were reported. This information was obtained at the 12th 2020 winter conference on implantable devices.